Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019. The customer's blood glucose was 550 mg/dl. The customer experienced nausea and vomiting due to high blood glucose. The customer treated with insulin drip. Customer was unable to complete care link upload. The insulin pump will be returned for analysis.